Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml fentanyl at a dose of 924 mcg/day, 1 mg/ml hydromorphone at a dose of 0.46 mg/day, and 20 mg/ml bupivacaine at a dose of 9.23 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the hcp was able to aspirate, but unable to fill. The hcp aspirated what they expected from the reservoir and got bubbles when they aspirated. They were able to get only 35 ml in the reservoir. They aspirated back and attempted to insert the full 40 ml again, but were only able to get 35 cc¿s. This was the first time this issue occurred for this patient. The hcp requested that they called the manufacturer to have the event documented when it occurs. There was no troubleshooting performed on the call. The event date was stated as (B)(6) 2017. There were no symptoms reported. There were no further complications reported.